Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 535 mg/dl at the time of the incident. The customer's blood glucose was 293 mg/dl at the time of call. The customer's blood glucose was over 400 mg/dl at the time of hospitalization. The customer stated that they treated his high blood glucose with manual injections. The customer also reported that he experienced vomiting. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2015. The customer stated that he found a bent cannula. The customer was unable to perform high pressure test due to unavailability of tubing clamp. The customer was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.